Event description:
It was reported that during a shoulder repair procedure using a speedscrew 5.5 implant, the device would not lock into place after it was inserted into the bone. This implant was removed and the surgeon attempted to use a speedscrew 6.5 implant instead, however the sutures on this implant got tangled and could not be used. Another speedscrew 6.5 implant was opened but this had the same issue with sutures tangling. The surgeon ultimate decided that the bone hole could not be used and that there was insufficient room to drill another. The procedure was completed without using any of the implants/sutures. There were no patient complication reported as a result of this event.